Manufacturer narrative:
The microsensor was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. According to a medical assessment: "it is noted that the medical staff does not consider the passing of patient to be related to the microsensor malfunction." The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported inaccurate readings from a codman icp microsensor (unknown type). A codman icp microsensor was implanted in a patient with a traumatic brain injury on october 15, 2020. It was reported the patients intracranial pressure increased as expected ¿given clinical nature.¿ the patient was given hypertonic saline for elevated intracranial pressure and was transferred for a head CT scan. It was reported the head CT demonstrated ¿multiple bloody areas in the brain. The sensor was in the parenchyma at the time of the (head CT) scan.¿ the patient was transferred ¿back upstairs, reattached sensor.¿ the integra codman account manager was contacted and notified of negative intracranial pressure numbers and numbers not correlating to clinical presentation. The codman integra neuro clinical specialist was contacted and subsequently ¿asked the nurse to lower the patient to ensure not in air given the trauma.¿ the intracranial pressure displayed further negative readings, indicating an error. The sensor was disconnected and reattached to the icp express. There was a dampened wave form noted on bedside monitor with appropriate reading. Rn noted blood near catheter. There is no information provided about appropriate measures/precautions taken to reduce the buildup of electrostatic discharge during the use of the icp microsensor. The patient subsequently died on (B)(6) 2020. It was reported the ¿medical staff does not consider passing of patient related to microsensor malfunction.¿